Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 1037mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. On (B)(6) 2016, the patient fell and shortly thereafter experienced a return of spasms and itching. The symptoms progressively got worse. The patient was admitted to the hospital and started on ativan and oral baclofen. Sideport aspiration and x-rays were performed; the sideport aspiration was unsuccessful. A catheter revision was performed on (B)(6) 2016. At the time of the report the patient's status was alive no injury. The issue was not resolved. Additional information has been requested for specific pump drug information (type of baclofen and lot#), other medications the patient was taking at the time of the event, medical history, clarification of device issue, patient /therapy issue or procedure issue, results of tests, cause of the issues and resolution.